Event description:
Facility reported an internal blood leak on the 26th use. Estimated blood loss is 100cc. No pt injury or illness. No medical intervention. Sample is available for examination.

Event description:
Facility reported an internal blood leak on the 26th use. Estimated blood loss is 100cc. No pt injury or illness. No medical intervention. Sample is available for examination.